Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s high blood glucose level was 513 mg/dl, at the time of hospitalization. Customer was on intravenous drip to treat high blood glucose values. Customer alleged the insulin pump was under delivering. Customer reported that the insulin exited at the time of quick review. The reservoir will not be returned for analysis however, insulin pump will be returned for analysis.